Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ daughter reported via phone call that her mother experienced high blood glucose level. The customer¿s blood glucose level was 529 mg/dl at the time of the incident and other blood glucose value were 300 mg/dl, 600 mg/dl. Customer¿s mother had cancer and they did not want the reading going too low because her mom was not eating anything. Customer had not alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.